Event description:
The patient contacted animas on (B)(6) 2013, reporting that the insulin on board (iob) feature was not calculating correct in the boluses resulting a low blood glucose of 2.0 mmol/l. The pump iob feature was reviewed with the patient. The patient indicated that at lunch an ezcarb bolus was programmed for 20 gram of carbohydrate; the patient indicated that the pump showed an iob of 1.7 units but the final calculation did not subtract the iob. The patient was advised that because the blood glucose was within target range and the bolus was to cover carbohydrate intake, the pump would display the iob as a reference but would not subtract the iob in the bolus calculation. The patient was advised that the insulin on board feature was working appropriately. This report is made based on the allegation that the patient experience a low blood glucose of unclear cause while using insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.